Manufacturer narrative:
It is not known at this time if the device will be returned to the manufacturer. If received, a follow-up report will be submitted with device investigation results.

Event description:
(B)(4).